Event description:
A customer reported that the footswitch did not work prior to procedures. Three cases were cancelled because they could only work in one surgical suite. There was no patient involvement. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).